Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during use. The caregiver (cg) stated that the hp said that they were having alarms that night. The technical service representative (tsr) reviewed the alarm log and found the system error 2367. The tsr assisted the cg in ending therapy for the night due to fibrin in the lines. No patient injury or medical intervention was indicated in association with this report. No additional information is available.